Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2022. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that there was a 2mm gap on the medial side of the femur of the anterior chamfer cut and about a 2 mm gap on the posterior chamfer cut while using the robotic-assisted solution satellite station. It was reported that the surgeon made a free hand cut on the posterior femur to address the gaps. It was reported that the surgeon was using a metal trial and a cemented implant was planned. The device was being used with a base station device. There were no delays in the procedure. There was patient involvement. The reporter stated that the femur implant looked appropriate after cementing. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device log files were reviewed and it was observed that the posterior condyles were too interior and the distal acquisitions were not reliably capturing the most distal point. For both sets of condyles the acquisitions were frequently found on the edge of the point clouds suggesting that more distal or more posterior points existed outside. The reported condition could not be confirmed. The assignable root cause was determined to be due to user error. No defect was found with the system and had performed as intended.